Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed due to erosion at the side of the cuff. A re-implant surgery was later performed and a new aus system was implanted. There were no further patient complications.